Manufacturer narrative:
Medical device lot #: 8198189. Medical device expiration date: 2021-08-17. Device manufacture date: 2018-07-17.

Event description:
It was reported that during use of the intima-ii 24gax0.75in prn slm there was an issue with leakage at the junction after the needle was retracted. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: noticed leakage at catheter junction after needle retracted.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8198189. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the auto line's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study, CAPA#642738, to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. H3 other text : see h.10

Event description:
It was reported that during use of the intima-ii 24gax0.75in prn slm there was an issue with leakage at the junction after the needle was retracted. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: noticed leakage at catheter junction after needle retracted.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the intima-ii 24gax0.75in prn slm there was an issue with leakage at the junction after the needle was retracted. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: noticed leakage at catheter junction after needle retracted